Manufacturer narrative:
The device was received for evaluation. During functional flow rate testing, the device delivered at a lower volume than programmed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. The device malfunction of an underinfusion less than or equal to 10% is unlikely to cause or contribute to a death or serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a volume collected which was below the required range at -15%. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.